Manufacturer narrative:
Premature battery depletion was confirmed. Upon receipt, communication could not be established with the device. Initial testing noted high current drain from the electronic circuit board, which caused the battery to deplete earlier than expected. During further testing in the laboratory, current drain recovered to normal level and did not fluctuate or increase. Electrical and environmental stress tests performed on the device noted normal functionality; the high current condition could not be reproduced. The cause of the high current drain could not be determined.

Event description:
During follow-up, the device was found to be at eol. The physician believed that the device switched from eri to eol too rapidly. The device was explanted and replaced and the patient's condition was stable following the procedure.